Manufacturer narrative:
The customer's report was observed at zoll medical corporation and attributed to a disconnected backlight harness. The backlight harness was reconnected and secured to a connector on the inverter board to remedy the report. It could not be firmly established how the harness became disconnected. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.